Event description:
Medics responded to pt in a dialysis facility, who was pulseless and apneic when medics arrived. Reported down time of 20 minutes. The device was attached to the pt and displayed connect electrodes. The operator removed electrode cable from the device and reattached it, and powered device on and off in an unsuccessful attempt to clear connect electrodes message. A back up device was used, pt diagnosed as asystolic, and treatment discontinued. Reporter stated that the alleged malfunction did not cause or contribute to the pt's death based on an assessment of the pt's lack of viability.